Event description:
It was reported that a remote transmission showed that the device experienced an electrical reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis revealed the returned device indicated normal battery depletion. The returned device also indicated a firmware error message/code. The device had a vreg monitor power on reset (por) that occurred on (B)(6) 2014. Products: 6944-65 implantable tachy lead 2001 (B)(6). (B)(4).

Manufacturer narrative:
Further analysis of the returned device found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the electrical reset alert.